Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation visual revealed that the cannula cap was detached from the cannula tabs and missing. The device did not work as intended and the device was disassembled to perform a deep inspection. The strap advancer component was found bending damage and consequently the cannula cap fell off.

Event description:
It was reported that the patient underwent a tapp procedure on (B)(6) 2016 and absorbable straps were used. During the evaluation of the device, it was found that the cannula cap detached from the cannula tabs and missing. It was unknown how the procedure was completed.